Manufacturer narrative:
(B)(4). Upon carefusion's investigation, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Failure mode could not be confirmed since samples were not received for evaluation. However, a thorough review of applicable manufacturing procedures, design specifications and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. Thus, based on the investigation results, a definitive root cause could not be identified.

Event description:
Customer reported that the first of the two ctt2020 to be used broke off inside the patient, was not recovered still in patient. The second needle used was slightly bent.